Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was reported the patient complained of pain in the buttocks 5 years postoperatively. Pain in the buttocks can arise from sacroiliac joint dysfunction, piriformis syndrome, sciatica, hamstring tendonitis, coccydynia, trochanteric bursitis, and hemorrhoids. The patient reported no injury; the x-ray at 5 years reports components are completely normal, and the patient was treated with over-the-counter medication. No allegations against components. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain in their glutes. The pain is currently being managed with pain medication. The patient received over the counter medication, not prescribed medication. No revision has been reported to date. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient is experiencing pain in their glutes. The pain is currently being managed with pain medication. No revision has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: item name: g7 pps ltd acet shell 54f; associated item number: (B)(6); lot: unknown. Item name: excptn var stem cmntd lt sz 7; associated item number: (B)(6); lot: 0000711684. Item name: unknown liner; associated item number: unknown; lot number: unknown. G2: foreign: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.